Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the when insulin pump buttons pressed, makes display erase data on it. It was also stated that the insulin pump time advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test and displacement test or verify time/clock and button/keypads unresponsive due to full segment display.